Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
It was reported that the arterial temperature was not reading. The failure occurred during treatment. The hls cable was exchanged with no change. Therefore the cardiohelp device was replaced and did not solved the reading issue. The customer concluded that the arterial sensor on the disposable was no longer functional. The disposable was not exchanged and further used. The patient was in the meantime weaned off. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-03-07. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. There was no malfunction on the cardiohelp device, a fault of the affected hls set was the root cause of the reported failure. According to the instruction for use of the cardiohelp (chapter ¿during the application¿) the cardiohelp should only be operated with activated temperature sensors and to ensure that the warning and alarm limits, as well as the interventions, are suitable for the patient and current situation. An external temperature sensor can be used. The review of the non-conformities has been performed on 2024-11-08 for the period of 2019-03-06 to 2024-11-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-03-06. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "arterial temperature reading issue related to cardiohelp device" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was reported that the arterial temperature was not reading. The hls cable was exchanged with no change. Therefore the cardiohelp device was replaced and did not solved the reading issue. The customer concluded that the arterial sensor on the disposable was no longer functional. The disposable was not exchanged and further used. The patient was in the meantime weaned off. No harm to any person has been reported. The affected hls set will be investigated in complaint# (B)(4). As the cardiohelp device was exchanged during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the serial number of the affected machine has not been provided. A follow-up medwatch will be submitted when additional information becomes available.